Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: in the surgeon¿s opinion, the powered device is not making good compression of vessels, leading to bleeding. The vast majority is minimal bleeding contained with clips. Some of the hemostasis issues are more volume which requires sutures. Seamgaurd is used in the first third of sleeve procedures. For the reoperation, there was bleeding on the intestinal anastomosis. The patient went home and came back with an obstruction from a blood clot. During the reoperation, suction was required. The patient recovered quickly. Cartridge selection: white for small bowel for sleeves 2 green and the rest blue. Used to use green, gold, blue sometimes there are malformed staples proximal. No suture is used unless tear in serosa. Waits 15 seconds prior to firing and uses continuous firing technique. Been using gst since it became available around 2015. Intraoperative bleeding is slow oozing, rarely pulsatile.

Event description:
It was reported that there was bleeding in jejunal anastomosis in a gastric bypass, as a consequence the patient had to be reoperated.